Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014. Dtma1d1 crt-d, implanted: (B)(6) 2019, 20rg29 heart ring, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold trends showed invalid data. It was also noted that consistent lv lead capture could not be confirmed on the current electrogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.